Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2022, it was reported that the two infusion sets detached. Further, there was no stress or pull on the tubing. Reportedly, the pump was not dropped with the set connected to their body. No further information available.